Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a stenting procedure within the bronchus on (b)(6, 2010. According to the complainant, the patient presented with a malignant tumor deep within the bronchus. After approximately one-third of the stent had deployed, the suture got hung up. The physician pulled with more force, but could not get the stent to deploy. The physician removed the device and placed another ultraflex stent within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a stenting procedure within the bronchus on (B)(6), 2010. According to the complainant, the patient presented with a malignant tumor deep within the bronchus. After approximately one-third of the stent had deployed, the suture got hung up. The physician pulled with more force, but could not get the stent to deploy. The physician removed the device and placed another ultraflex stent within the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device presented with the distal end deployed by about 6mm. The delivery system was slightly curved proximal from the stent. No issues were noted with the crochet stitches at the point of release from the stent. During a functional analysis, there was some resistance when deploying the stent; however, it was possible to fully deploy the stent. The condition of the returned device is consistent with the reported event. The most probable root cause of the complaint event is being attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.